Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device interrogation revealed episodes of vt/vf. In both cases, appropriate hv and atp therapies were delivered. Programming changes were made. The patient was stable post-event.